Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. While in the cardiovascular intensive care unit (cvicu) the patient was receiving a precedex infusion for sedation. The nursed noted it was time to change the bag; however, the bag ¿still had a significant amount of volume left.¿ it was further noted the pump should have infused 200ml of precedex; however, it only infused 120 to 150ml. The nurse also reported that throughout the shift the patient was not adequately sedated and required the precedex dose to be increased. The pump was swapped and the tubing and precedex bag were replaced. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.